Event description:
I had lasik at (B)(6) vision in (B)(6). I have ongoing severe light sensitivity and require sunglasses on cloudy days outside. I find it difficult to be in bright light-emitting diode lighting environments and close the curtains in my home on sunny days. I have glare around light-emitting diode lights and headlights at night. I had severe dry eye and pain for 5.5 months, requiring two rounds of steroids and a large amount of eye drops creating variable vision that was not correctable by glasses. The dry eye returned about 11 months post lasik, and is causing additional pain and suffering. I still require glasses.